Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had three days of high pacing impedance within one year post implant. A lead replacement is scheduled. No patient complications have been reported as a result of this event.